Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that; the insulin pump had full black display screen. The blood glucose was 500 mg/dl at the time of the incident. Customer stated that, the pump was neither exposed to extreme temperatures nor direct sunlight. Customer can not able to troubleshoot the high blood glucose due to pump not working. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. No unexpected full segment display or missing segments/partial display noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test.